Event description:
Device and attachments were returned for repair. During inspection, the technician found the device was broken. No patient involvement was reported. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply was deformed, the coupling was jammed, and the device had fallen to pieces. This is attributed to excessive handling. A replacement was sent to the customer on (B)(4) 2013. Placeholder.